Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from thailand reports an event as follows: the event was found during the cleaning process.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: narrative (ball has fallen out, spring is missing) could be verified from provided picture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual inspection confirmed that the spring of the dcp drill guide insert green is missing and the ball has fallen out as complained. There are clear signs on the insert body that the ball was subjected to caulking. Besides, the dcp drill guide is in good condition and shows only minor signs of use. Cannot be performed due to the damage incurred; however, dimensions and function were checked at the time of manufacturing with no issues documented cannot be performed as the dimension of the borehole changes after being caulked. However, there are clear signs on the insert body that the ball was subjected to caulking, indicating that the part complied with the specifications at the time of manufacturing. The complaint is confirmed as the spring of the dcp drill guide is missing and the ball has fallen out. This production lot (3l91509) was manufactured in may 2019 according to the specification. The parts conformed to the specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Unfortunately, we only have limited information in the complaint description and cannot determine how the ball has come loose and the spring got lost. By the evidence, that the device passed our 100% final inspection before the device left the manufacturing site, we confirm that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 322.320, lot: 3l91509, manufacturing site: hägendorf, release to warehouse date: 16.may.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the spring of green part in "dcp-drillguide" was damaged. It is unknown if there is a patient or a surgery involved. No further information is available. This complaint involves one (1) device. This report is for one (1) 3.5mm dcp® drill guide neutral & load. This is report 1 of 1 for (B)(4).